Event description:
The pt reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in 2008, in his right eye (od). The pt is now experiencing night halos and loss of detailed near vision. The surgeon reported at the last post-op visit, the pt's ucva and bcva was 20/20 in both eyes. There was plano refraction and no inflammation. The surgeon felt the glares and halos were caused by the pt having large pupils. The surgeon put the pt on pilocarpine for two weeks to see if the glares and halos would subside. The surgeon reported he felt the pt might have latent hyperopia and at the next post-op visit, he will perform a couple of tests on the pt. The surgeon reported the lenses remain implanted and are performing very well and the pt's vision is excellent. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(Other, no malfunction of icl): evaluation: results: a lens work order search was performed and no similar complaint was found within the work order.